Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to login to med room. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A technical support specialist checked the customer¿s account in active directory users and computers and compared it with other users under the same domain (cdha). Found that the account was not a member of the ¿cdha ¿ pyxisusers¿ group, despite the domain being synchronized correctly with the es server at the time of checking. Instructed customer to reach out to it to have the account added to the required group(s), for example by mirroring the configuration of an existing user with appropriate access. Customer later confirmed that it resolved the issue by following this guidance. The account was added to the appropriate group and access to pyxis was restored. Proceeding with case closure. The system functioned as intended after the technical support specialist verified the device.